Event description:
Per the surgeon's report, this bilaterally implanted patient woke up one day and could no longer hear with her cochlear implant. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. The surgeon plans to explant the failed device and implant a new device in 2007.

Manufacturer narrative:
This type of event is addressed in the device labeling.